Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One open box with eleven (11) unopened samples that pertains to product code 9000g was received for analysis. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H6 component code: g07002 - no device problem. Found this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: . Could you please clarify if extra devices belongs to this complaint? Shipped was the remaining items from the affected lot numbers. The failed individual items were not retained during surgery. 2. If not, could you please clarify if the extra received products belongs to a different complaint? If so, can you please provide the complaint number. Same complaint. 3. If the devices was not reported before, please provide more details of device malfunction. N/a 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. N/a.

Event description:
It was reported that a patient underwent an cataract surgery on (B)(6) 2025 and suture was used. During the procedure, it was reported by healthcare professional that they have a customer who advised of a product failure that occurred yesterday. The filament broke on five separate items from this box yesterday. No patient consequence is reported. Device availability is unknown. No adverse patient consequences were reported. Additional information was requested.